Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A technical support specialist (tss) remoted into the cabinet and observed that the drawer cabinet appeared yellow in the populate zones and was possibly turned off. The tss instructed the customer to flip the power switch on the back of the drawers, but the drawers still failed to populate. Upon further inspection, the tss checked the drawer network card and found that the drawer adaptor was missing. The fse went to device manager, it was discovered that all the universal serial bus (usb) power management settings were still enabled. The tss proceeded to disable the usb power management settings, after which the drawer adaptor reappeared and was successfully configured. The customer then reinserted the drawer usb cable into a different port on the all-in-one (aio) system and rebooted the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter e-mail: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.